Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An error indicating that the amount of fluctuation in the flow sensor deviated from the standard was discovered in the device's event log. A "fix" was performed with the dedicated software then the issue was resolved. The error did not reoccur upon performing recovery work as a corrective action. Additionally, the device's flow sensor was also replaced as preventive action. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00).